Event description:
This is 2 of 3 MDR's filed for similar events in one dialysis unit. The facility reports that 30 minutes into hemodialysis treatment a leak was noticed at connection between transducer protector and the monitor line luer connector. Due to potential for contamination the blood volume in extracorporeal circuit was discarded resulting in ebl = 200 cc. Medisystems clinical staff contacted unit and nurse manager was informed that bloodline instructions for use state "ensure all connections are secure. All connections must be checked carefully for leaks before and regularly during dialysis". No patient injury or need for medical intervention is reported. MDR is filed for 200 cc blood loss only.